Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 538 mg/dl. Customer administered a correction bolus via pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy